Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for post implant device check. Upon interrogation, the right atrial lead exhibited elevated pacing thresholds. All other measurements were satisfactory. X-ray suggested that the lead had satisfactory anatomical positioning. No device intervention was performed. Patient was stable and will continue to be monitored.